Event description:
The patient received assistance from her doctor on (B)(6) 2012 and her concerns were resolved. She has additional concerns but was working with her doctor via email and has an appointment on (B)(6) 2012.

Event description:
Additional information received reported that the patient experienced numbness on her left side from the face down to the arm. The patient also experienced pocket stimulation. Elevated impedance values were seen on c/6 and the patient underwent a surgical procedure to address the issue. The 2x4 adaptor was replaced with a 1x4 adaptor for the left side (0-7) and a new 37085 extension for the right side (8-15). The left side was functioning ok, but the right side showed elevated but in-range impedance values on most pairs with electrode 8. The patient was programmed on 9+10-11+ and they did not plan on using 8. It was noted that the reason for the elevated impedance was unknown.

Manufacturer narrative:
(B)(4). Adaptor: model 64002, lot# n295691, implanted: 2012 (B)(6), explanted: 2012 (B)(6); extension: model 37085, serial# unknown, implanted: 2012 (B)(6), explanted: na; adaptor: model unknown, lot unknown, implanted: 2012 (B)(6), explanted: na.

Manufacturer narrative:
(B)(4). Lead model 3387s-40, lot# v173879, implanted: (B)(6) 2009, explanted unk; lead model 3387-40, lot# j0309590v, implanted: (B)(6) 2003, explanted unk; extension model 7482a51, serial# (B)(4), implanted: (B)(6) 2009, explanted unk; extension model 748251, serial# (B)(4), implanted: (B)(6) 2003, explanted: unk; adaptor model 64002, lot# n295691, implanted: (B)(6) 2012, explanted unk; programmer model 37642, serial# (B)(4).

Event description:
It was reported that the patient experienced a loss of therapeutic effect. Since implant, the patient's hands shook whenever she used her laptop. Additional information has been requested but was not available as of the date of this report.